Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an itchy irritation on her back that was bleeding. Patient reported an allergy to nickel. The patient was in the hospital and the area was treated by the staff. During a follow-up, it was reported that the patient's irritation improved.